Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 10/19/2012 and was last repaired on 10/3/2013 for a non-related issue. Eval of the device revealed no visible issues with the device. Prior to repair, the device was outside calibration specifications only that the zero thickness setting on the left side. The thickness setting utilized by the customer during the reported event is unk; however, cutting is not performed at the zero thickness setting, which was the only tested thickness setting that was outside calibration specification. The customer's reported event was not reproduced and a cause of the event could not be determined. No info is known regarding the technique or methods utilized during the reported event; however, incorrect user technique could have caused the device to skip. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer dermatome was skipping during the procedure. No additional clinical info was received prior to this report. If additional info is received, a follow-up medwatch will be submitted.